Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted per mitraclip instructions for use states: inspect all product prior to use. Do not use if the package is opened or damaged, or if product is damaged. All available information was investigated and the reported improper or incorrect method or procedure was due to the user using damaged device. The detached cap was due to the detached lock lever. The investigation did not identify an issue with design, manufacturing or labeling with the detached lock lever, but manufacturing could not be ruled out. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device component detachment, requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. An attempt was made to unlock the clip in the left atrium; however, the lock lever with the cap broke off the cds. The physician did not want to remove the cds from the patient and prep another device; therefore, the heparin saline flush was increased to prevent air from entering the patient and the clip was successfully deployed. Two clips implanted reducing mr to 2+. There were no adverse patient effects, and there was no clinically significant delay in the procedure. No additional information was provided.